Manufacturer narrative:
(B)(4). The sample was not returned to baxter for evaluation. Therefore, the reported condition could not be confirmed and the root cause could not be determined. Should the sample and/or additional information be received, a follow-up report will be submitted. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Event description:
This is report 17 of 20 related to the reported condition. The facility representative contacted baxter (B)(4) to report 20 infusors in which the devices were cracked. It appeared that the caps may have been tightened too tight during the manufacturing process. There was no patient involvement. The event occurred prior to patient use. There is no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.